Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
This device declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to boston scientific technical services (ts) and a recommended safe replacement interval was calculated. It also exhibited tones due to the declared code. This device was then successfully replaced. No additional adverse patient effects were reported

Manufacturer narrative:
The returned pacemaker was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
This device declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to boston scientific technical services (ts) and a recommended safe replacement interval was calculated. It also exhibited tones due to the declared code. This device was then successfully replaced. No additional adverse patient effects were reported.